Manufacturer narrative:
The device was received at the manufacturer. During its evaluation, it functioned normally without losing pressure. However, broken pump mounts were found on the pneumatic sub assembly. The pneumatic sub assembly was replaced as preventative maintenance and the smart pump was tested per specification before being returned to the customer.

Event description:
It was reported that during a surgical procedure, there was a minimal amount of bleed-through into the surgical site. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, there was a minimal amount of bleed-through into the surgical site. There were no adverse consequences, no medical intervention and no delay reported.